Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states the tram module looks like ther is smoke damage and it smells. Dealer states the mercury switch ports, there is brown residue. Dealer was not with the chair but dealer states that the end user saw the smoke coming off the back of the chair. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.